Event description:
The preference toric tetrafilcon. A daily wear soft contact lenses made by coopervision designed 8.7/14.4, sphere 3.25, cylinder 1.25 and axis 110 are incorrectly packaged with a size of contact lens that is smaller than the 8.7/14.4 designated on the box. This affects lot 8111-212, exp 2007-03. Rn received 2 boxes (4 lenses/box) and each shared the same problem. Use of these smaller lenses resulted in irritation and discomfort of the involved eye.